Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the local connectivity or browser-related issue, as the pyxis server and report party transaction systems were functioning normally. The technical support specialist verified server functionality and attempting contact with the user, but due to no response, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis server website not opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.